Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative (rep) that they had an infection at the implantable neurostimulator (ins) pocket site. The hcp explanted the ins and leads on (B)(6) 2017. It was unknown when the infection occurred, but the issue was resolved. There were no further complications reported as a result of this event. The indication for use was gastrointestinal/pelvic floor.